Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the non-boston scientific right ventricular (rv) lead exhibited a low out of range shock impedance around 10 ohms during a device replacement procedure. Prior to the procedure, the shock impedance measurements were in range. Technical services (ts) suspected due to the age of the lead; it was possible the insulation was breaking down. Ts discussed if insulation was not intact, the device could have issues converting arrythmias. Ts recommended performing a lead revision. This ICD was explanted and replaced due to normal battery depletion. The non-boston scientific lead remains in service. It was reported there was a delay in procedure. No adverse patient effects were reported.